Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level read "high¿, however, specific blood glucose (bg) value was not provided. Customer experienced nausea. A third party helped customer change pump supplies and resume insulin therapy.